Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted: (B)(6) 2010. 5071-35. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that noise was noted on the atrial channel during a follow up visit to the clinic. Lead impedances on the atrial lead have also risen somewhat during the life of the implant. The lead was thought to have a possible fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead in portions was returned, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.